Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they were doing an ins replacement and there was an issue with the first ins they attempted to use. They found that there were impedances and that there was an issue with the setscrew new out of the box. It would not tighten down to hold the lead. The ended up using a new ins and attached the new lead to that, but they still found impedances. They replaced the lead and that resolved the issue.

Manufacturer narrative:
Brand name: surescan; product ID: 978b128 (lot: va31tpa); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.